Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Femoral impactor attachment broke upon impaction, the attachment from the cementless tray was then used and broke again. The all in 1 poly femoral impactor was then used, minimal delay in surgery as these trays were already open. They¿re both tagged as damaged and need urgent replacement. There was a 3 minute surgical delay. No patient consequences.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: the device associated with this report was not returned for evaluation. Examination of all available photographs confirms breakage of the attune femoral impactor. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # ==> (B)(4) investigation summary ==> the device associated with this report was not returned for evaluation. Examination of all available photographs confirms breakage of the attune femoral impactor. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected: h3